Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. It was reported it does not take much force to completely pull the plunger out. To aid in the investigation, one thousand four hundred fifty-five samples from lot 5087546 in a bulk non-sterile box carton with the label affixed was received for evaluation by our quality team. All the samples were tested finding some syringe plungers easier to pull out than others. However, all the syringes were found to be within acceptable limits. The molding process engineer was interviewed for this investigation and stated that it is possible if the maximum dimensions on the barrel and the minimum dimensions on the plunger rod match up the resistance would be reduced, but still acceptable. A device history record review was completed for provided material number 301027, lot 5087546. The review revealed all visual inspections were performed per requirements with no quality notifications related to the condition reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. To date, there have been no other similar events reported for this lot. Based on the investigation, the reported defect was not identified in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: material#: 301027. Batch#: 5087546. Rcc received a complaint via email. I am reaching out to inquire about a product concern affecting part: 301027, lot: 5087546. My customer is stating that sometimes when analysts are drawing up some of the thicker samples or dopes, it does not take much force to completely pull the plunger out. When that happens, it can cause the sample to be slung and is a major hazard. Please note that the syringes are being appropriately filled. Do you have this lot still in stock, if so, can it be reviewed? If not, my customer would be happy to send one back for evaluation. Currently, we have roughly 10 cs of this product with the same lot number. I currently do not have the order number as it was an order meant for one of our warehouses, but if needed I can procure it. No incidences have occurred so far. The notice of this occurrence started on (B)(6) 2025; though they stated it could have occurred before this. They stated that this does occur sometimes in very small numbers, but this is occurring on a regular basis now and are suspecting the products lot. Additional info: no incidences have occurred so far. The notice of this occurrence started on (B)(6) 2025; though they stated it could have occurred before this. They stated that this does occur sometimes in very small numbers, but this is occurring on a regular basis now and are suspecting the products lot.